Manufacturer narrative:
Per the clinic, the patient was placed under mac anesthesia on (B)(6) 2023, in order to remove the abutment. This report is submitted on july 05, 2023.

Event description:
Per the clinic, the patient experienced infection at the abutment site and subsequently, was treated with antibiotics (specific date, type and duration not reported).

Manufacturer narrative:
This report is submitted on may 30, 2023.